Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate mode switching to atrial tachy response due to farfield r-wave oversensing. The physician was informed. The ICD remains in service and no adverse patient effects were reported.